Event description:
Adverse event(s): "overcorrection" (overcorrection). Product problem(s): "none reported" (no info). An ophthalmic technician reports a pt is overcorrected following refractive surgery on the left eye. The surgeon's target was -.75 sphere and at 1 month post-op the pt's manifest refraction was plano -.50 x 180.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).